Event description:
It was reported a patient with a 27mm 3300tfx aortic valve implanted six (6) years, two (2) months, underwent valve-in-valve procedure due to unknown reasons. Tavr was successfully performed with a 26mm 9750tfx transcatheter valve. No patient complications noted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. MFR report # 2015691-2024- was 03409 found to be a duplicate of this reporting. Corrected b5 based on information received and reported under duplicate MFR report number 2015691-2024-03409.

Event description:
It was reported a patient with a 27mm 3300tfx aortic valve implanted six (6) years, two (2) months, underwent valve-in-valve procedure due to degeneration. Tavr was successfully performed with a 26mm 9750tfx transcatheter valve. No patient complications noted. There were no complications.